Event description:
An electrosurgical unit was on for a case. A footpedal stuck alarm was displayed. Unit was turned off and then on. The alarm was gone but the unit would not work. Unit was turned off and then on once again and started working. Then the unit stopped working with a return ground fault light illuminated. Nurse took off ground pad which was located on right thigh. Pt was laying lateral. The nurse noticed three small oval shaped red spots on outer edge where the pad was located. The pad was changed but the unit would still not work. Unit was taken out of service. The red spots on the pt were treated with silvadene and a bandaid.